Event description:
It was reported via a legal notification that a patient, initial bilateral knees implanted on (B)(6) 2016, underwent a revision procedure on his right knee on (B)(6) 2022, approximately 6 years and 8 months post the initial procedure for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. The plaintiff¿s revision surgery was due to accelerated and preventable wear of the optetrak and truliant polyethylene tibial inserts. As a direct, proximate, and legal consequence of the defective nature of the device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Product information has been identified, as a result the following fields have been updated: d1, d4, g4, h4, h7, and h9. Added information to e3 and e4. Further information and/or investigation findings will be provided within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and patient-related conditions. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.